Event description:
It was reported that during implant, the physician had a difficult time inserting the ventricular lead into the pulse generators header. The physician used silicone oil on the lead and was able to insert it without further complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.